Event description:
Customer reported tubing separated from the spike while nurse spiked a platelet bag. One port was already spiked into a bag of normal saline. No patient harm reported. No additional information was available.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported blood glucose results of 288 mg/dl and 119 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.